Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also was used: pxc121400/14087842. (B)(4). Additional information was requested but was not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. As the date when the aneurysm enlargement and a suspected endoleak was noticed is unknown, the date of the initial procedure (B)(6) 2015 will be used as an event date.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment of an abdominal aortic treatment using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On an unknown date, a follow-up exam revealed an aneurysm enlargement (amount unknown). An obvious endoleak was not confirmed, however, it seemed that a contrast dye flowed in near the contralateral gate. The physician suspected a type iii endoleak in the right leg originating from the overlap site between the contralateral gate and a contralateral leg. On (B)(6) 2020, a reintervention procedure was performed. Intraoperative images didn¿t reveal the type iii endolak but a type ii endoleak originating from a lumbar artery was observed. A contralateral leg component was implanted in the right leg to treat the suspected type iii endoleak. Final angiography showed only the type ii endoleak. The physician decided to monitor the type ii endoleak. The patient tolerated the procedure.